Manufacturer narrative:
E1: phone (B)(6). One device was received for evaluation. Visual inspection found the device to be in good condition. Functional testing was able to duplicate the issue. It was determined that the downstream occlusion's trip point was too high and out of specification. The downstream occlusion sensor was recalibrated. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited an 'overpressure alarm'. There was unknown patient involvement. The event occurred during obstetric epidural in the delivery room, per reporter, the doctor was the user when the event occurred.